Event description:
A certified diabetes educator (cde) reported that a pt was hospitalized for 3.5 days due to high bgs (550 mg/dl) and ketones. She had been using the device for "5 days with no problems when all of a sudden she started having leaking pods and high bgs." The pod was discarded at the hospital. Pt is going to get re-trained by cde and csm on how to use the product.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the pt's condition. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact a hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact a hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."